Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Reference manufacturer report numbers 3005099803-2009-03275. It was reported to boston scientific corporation that a wallflex biliary rx partially covered was used during an stent placement procedure on a female, pt. According to the complainant, an endoscopic sphincterotomy and a papillary balloon dilatation procedure were performed prior stent to stent placement. Severe resistance was felt when attempting to deploy the stent which resulted in partial deployment. The device and scope were removed from the pt. A repeat dilatation was performed. A second wallflex biliary stent was attempted to be used. The stent was deployed approx 3cm and was not able to be retracted into the outer sheath. This device was removed with the scope. The procedure was discontinued and another procedure was performed successfully on in 2009. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Other (partial deployment). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.